Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b005840n59, implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pump revision on (B)(6) 2012. The patient had a catheter and pump change out. The pump was infusing baclofen (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.